Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, however, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the unit noted no flow from the luer. A functional test was attempted on the unit. Forced prime was attempted but flow was not observed. The root cause was determined to be micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.